Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the hard drive was out of specification in an electrical manner. It was further noted that the keyboard rail covers were broken, the keyboard latch was broken off, the lower case was worn, the bezel was chipped and the system fan was intermittently noisy. Analysis also confirmed that though the programmer was opened up there was no corrosion inside. The programmer was being scrapped due to a lack of available replacement parts. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.